Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73d1800014 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip got stuck and loose. After 6 clips were fired; the clips could not be closed properly. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). Report 3003898360-2018-00637 was submitted in err due to information that was reported incorrectly. The additional customer information indicates that the device was being functionally tested and there was no patient involvement.